Event description:
It was reported that during an implant procedure, while advancing a catheter into the target branch, the system prolapsed causing a lead dislodgement. The lead was repositioned and remains in use. There were no patient complications reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.